Event description:
It was reported the bronchovideoscope displayed an e226 error (communication error). Additionally, it showed lines at the bottom of the screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.